Event description:
It was reported that the right ventricular lead failed to capture. The lead was replaced. Performance data from the device showed three days of missing atrial impedance measurement data. The device remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed undefined resistance, where the daily trend data showed three days of missing impedance measurement data for atrial pace bi impedance between (B)(6)-2011 and (B)(6)-2011.

Event description:
It was reported that the right ventricular lead failed to capture. The lead was replaced. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.